Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient was in the emergency room that had the device implanted several years ago. According to the report, the customer tried changing the device setting using the manual hand tools to both 1.5 and 2.0 and seem to confirm those changes via the reading too, but they still think the x-ray showed 2.5. Reportedly, the patient was sent home. It was stated the shunt was not tappable, and the lp was okay. It was thought that the valve was probably bad, but the patient didn't need it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.